Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service as a defective slide clamp. This complaint is an ancillary service event opened during investigation of (B)(4). This device was returned unrepaired and there were no upgrades/repairs performed. We are unable to verify functionality of the device due to an obsolete part. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced an insert slide clamp alarm. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. No additional information is available.